Event description:
The customer contact reported partculate in the soluset. The soluset was primed with saline and a "white-like-matter" was found suspended in the saline after the soluset was attached to a pt. The nurse replaced the soluset and the therapy was resumed. There were no reported adverse pt effects. No med interventions were required. Though requested, no additional info was provided.